Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise was noted as ventricular short interval count (v-sic) was 27.8 counts avg/day, in 18.89 days, between (B)(6) 2012 and (B)(6) 2012.

Event description:
It was reported that the lead was oversensing. The sensing was low and the threshold was high. The lead was capped and replaced. No patient complications have been reported as a result of this event.